Event description:
It was reported that "the resected ovaries fell into the abdominal cavity from the hole in the memobag bottom during a laparoscopic hysterectomy. (The patient had previously undergone surgery for a malignant tumor.) The user retrieved the fallen ovaries, but it was unknown if all of them could be retrieved. No injury to the patient occurred. According to the user, the hole seemed to be in the bag from the beginning." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).